Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the determined error patterns indicate that the cause for the described issues is excessive use. The shadow in the picture indicates a broken lens. The lens in the optical system probably broke when the outer tube became deformed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hysteroscope had parts broken off of the eye piece that was attached to the end of the camera. The issue was found during an unknown therapeutic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.